Manufacturer narrative:
Concomitant medical product: 310c29 tissue valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was noted with possible intermittent loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.